Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated that they had difficulty inserting the trocar and it appeared to be dull. They used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the d5lt found that it was received with the reset button in armed position. Although no testing could be performed to evaluate the incident reported due to the returned condition of the device, the blade was visually inspected and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.